Event description:
It was reported that an episode of vf where the ICD delivered the first shock was not effective. The vf episode extinguished on its own. The device remains implanted. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.